Event description:
It was reported that the patient had diffuse swelling throughout the body, edema in both hands and painful joints throughout the hips and knees. It was believed that symptoms started following the implant procedure. The patient was administered with ketorolac injection and had some short relief. It was also noted that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.